Event description:
The customer reported via phone call that they experienced high blood glucose of 509 mg/dl. The customer reported that they site was not connected properly. The customer was assisted with insertion. The insulin pump will not be returned for analysis.